Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2019 due to a low blood glucose level of 24 mg/dl. The customer stated that he was on vacation and even after having 60 grams of sugar, his blood glucose level was dropped to 24 mg/dl. The emergency medical services were called. The customer was wearing the insulin pump within 48 hours of the low blood glucose event. The customer was treated with intravenous sugar for the event in hospital. The customer reported that the auto mode was not automatically delivering insulin at the time of the event and also he found insulin dripping from end of the infusion set before connecting to the site during the last set change. The customer stated that he had high blood glucose in the previous night with values 745 mg/dl and 630 mg/dl. The other blood glucose values were 176 mg/dl and 55 mg/dl. The customer was not alleging that the insulin pump was over delivering. He was advised to monitor the insulin pump and the blood glucose. The insulin pump will not be returned for analysis.